Event description:
It was reported that the customer had a button error alarm while doing bolus and moisture exposure on the insulin pump. The customer's blood glucose level was 138 mg/dl. The customer was asked if recalls any significant events leading to the alarm and said no significant events. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The patient was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.